Event description:
It was reported that following external electro cardioversion due to atrial fibrillation (af) unrelated to the device, the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted, firmware download was performed, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.